Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose also had no delivery alarm. The customer¿s blood glucose level was 400 mg/dl. Customer treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging possible insulin pump under delivery. Customer stated drive support cap appears normal. Customer declined troubleshooting. The device will not be returned for analysis.